Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found the horizontal lines in the image. Sometimes the image disappeared completely. The camera head had defective cable unit. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that communication with the processor became impossible due to break of cable, then the image disappeared. The break of cable might be due to user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that after the procedure, the image fell out. There was no report of patient injury associated with the event.